Manufacturer narrative:
Device qc performed; 2/11/2010. Important medical event.

Event description:
Initial info received from a physician on 02/02/2010: a (B)(6) female who received treatment with poly-l-lactic acid (sculptra, lot# and exp date unknown) for cosmetic use on (B)(6) 2009, (B)(6) 2009 and on (B)(6) 2009. Last week ((B)(6) 2010), the pt noticed edema and erythema of her face as well as papules and nodules in the soft tissue of her face. She went to her primary care physician and was prescribed clindamycin. At some time after that she went to the emergency room and was given vancomycin for her facial complaints. She finished her clindamycin treatment then saw plastic surgery doctor. At that point, the symptoms had improved but there was still some generalized edema and erythema in her face and some areas were firm and indurated. The nodules are mobile, 5 to 10 mm, and palpable along inferior orbital rim and malar eminence. The nodules are only appreciated when palpitated. They are not grossly visible. Since her last poly-l-lactic treatment was 7 months ago, and the pt did respond to antibiotics, the physician is not sure if these symptoms were caused by a cellulitis or poly-l-lactic acid or a combination of both. No medical history reported. No further info reported.